Event description:
General report rec'd of unspecified number of undocumented incidents of air in the syringes of the monitoring kits. It was reported that, during pt use, contrast media was drawn into the syringes and air was noted in the syringes. Reportedly, the physicians aspirated the air out of the syringes and procedures were completed. The customer contact reported that, the air entering the syringes was not a consistent problem. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that, the device was discarded. The product list and lot number were identified as part of a customer notification dated on november 10, 2004.